Event description:
It was reported there were lead warnings for both the atrial and ventricular leads. The ventricular and atrial leads had multiple low impedance paces and bipolar impedances were low. High thresholds were also reported. The pacemaker was programmed unipolar as the patient had stimulation and the output of the device was increased. Both lead were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.